Event description:
Per independent repair center: the alarm will not function. The key failure is the on/off power switch has a short circuit. Additional malfunction is the filter for the sound box is missing.